Event description:
It was reported that following a stenting treatment procedure, late thrombosis occurred. A taxus liberte (mr) 20 x 3.00mm stent was implanted to treat an unknown lesion. The patient took ticlopidine for 6 months. The patient was also prescribed aspirin. Three years later, the patient experienced shortness of breath. Angiography revealed a 90% stenosed, 3.5-4mm x10mm lesion with thrombosis in the proximal portion of the previously implanted stent. Tortuosity of unknown severity was noted proximal to the lesion. The patient had discontinued aspirin 2 weeks prior to the event. A 3.5x10mm balloon catheter was advanced and inflated twice to 12 atms for 10 seconds to treat the target lesion. No additional patient complications were reported and the patient's status is recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that during the index procedure, the device was implanted in the proximal left anterior descending artery.